Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that difficulty crossing the lesion occurred. A 2.00mm x 20mm emerge balloon catheter was selected to dilate the lesion; however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood in the inflation lumen and balloon and blood in the hub. The balloon was loosely folded. The shaft and balloon were microscopically examined and revealed deep scratches with lifted balloon material on the at the proximal balloon cone. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall at the location of the scratches. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal balloon cone was revealed. The deep scratches were to the left and below the pinhole with balloon material lifted around the pinhole. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).